Event description:
The customer reported obtaining a quantitative result on the accu-chek inform system (no value provided). No adverse event reported. New system sent to customer and return requested.